Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they feel their symptoms have been all over the place since they've gotten the device implanted. Pt had the device implanted for bladder retention but at 0.4volts and 0.3volts they were having incontinent issues, both bladder and bowel. Pt states it was almost as if they went from one end of the spectrum to the next. Pt states they never had issues with their bowels before this. Pt states they were on a lot of opioids and medication due to a traumatic brain injury that occurred in (B)(6) 2019. Pt states one they finally got off all the medication, which was about 3 weeks later, when they were shocked. Pt states it felt like they were being tazed and stood cockeyed in the kitchen trying to get the stim to turn off. Pt states at that time stim was at 1.9volts. Pt states they are unsure if this happened because they were on so much medication and was finally clear and free from it. Pt states they believe they should not have been on that much opioids. Pt states they were able to drop stim down to 0.2volts which seemed to have helped some with the incontinence but still had to wear depends. Pt states they then dropped it down to 0.1volts last night and now they haven't urinated all day. Pt states they don't necessarily feel comfortable going back to the doctor and just needs some help. Pt confirmed with patient services that the doctor has not provided any direction on when or how to change programs. Patient services showed pt how to do this on the call and reviewed the meaning of different programs. Patient will try switching programs and increase stim so that it's comfortable. Patient services also recommended speaking to doctor regarding the shocking and the program change.